Event description:
In 2008, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A CT scan performed the following month, (exact date unknown), revealed infolding of the contralateral leg component in the right common iliac artery. In the same month, a reintervention occurred whereby balloon angioplasty was performed and a contralateral leg component was placed within the existing graft at the bifurcation in the right common iliac artery. A completion angiogram showed good flow through the contralateral leg component. The infolded device was resolved. The patient tolerated the procedure and is in good condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other devices implanted: pxt281416, pxc141200.